Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient experienced headaches. The catheter migrated/dislodged. The catheter was replaced. Per the reporter, the anchor was in place and the catheter was close to the pump. The pump was used to deliver dilaudid.